Manufacturer narrative:
[The following additional follow up information regarding the event was received on 12/06/2006]: it was confirmed that "only the aneurysm was occluded. No coils prolapsed into the parent vessel. There were no issues reported on any of the bsc products/devices [used to treat the patient's lica cavernous sinus giant aneurysm in 2006] during their use in the procedure [performed in 2006], nor after the procedure. None of the bsc products/devices used in the procedure performed were thought to be related to this adverse event." The device in question will not be returned to the manufacturer for further investigation as it was implanted into the pt. An investigation on the lot history review of the device in question is currently in progress. Based on the information known at this time, boston scientific cannot conclusively determine the cause of the user's experience. If further significant information becomes available, a supplemental report will follow.

Event description:
The following was reported to boston scientific (bsc) on 11/17/2006. According to the customer "lica cavernous sinus giant aneurysm treated in 2006 with stent assisted coiling. Patient presented twenty days later with trigeminal paralysis (frozen eye) of 3, 4 and 6th nerves. Patient underwent angiography, further occlusion of aneurysm noted."